Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Pde evaluation: the drill stop was received intact but alone without the mating stepped drill bit. It is unknown what the condition of the drill bit was since it was not returned. There is evidence of excessive wear on the drill stop both on the outside face of the stop and the face of the inner plunger. The condition of the drill and the drawing revision to which it was made is unknown. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
During a trochanteric fixation nailing surgery the surgeon was reaming with a drill stop instrument that was set for the appropriate depth. The drill stop malfunctioned which caused the surgeon to drill into and through the femoral head of the patient. The surgeon easily removed drill and continued with the surgery. No additional time was added to surgery because of this event. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.